Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart and a cold reset was performed alarm. The customer¿s blood glucose was 120 mg/dl to 140 mg/dl. Customer reported that they were able to clear the alarm and able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to that the insulin pump would need to be replaced, monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.